Manufacturer narrative:
Correction for lead serial information on section d and field h4.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the guidewire became stuck and failed to be separated from the low voltage lead. As a result, damage was noted on the lead. This lead was not used and the physician elected to complete the procedure using a different lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.